Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Myocardial infarction is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.0x33mm xience alpine stent was implanted on (B)(6) 2016. On (B)(6) 2016, the patient was re-admitted with a non-st-elevated myocardial infarction (nstemi). No intervention was performed. The patient was discharged. No additional information was provided.